Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional prostyle device referenced is being filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using two prostyle after a percutaneous coronary intervention using an 8f sheath. Reportedly, a prostyle suture was placed; however, when the device was removed, the suture was also removed. Another prostyle device experienced the same issue. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported malposition of the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. The investigation determined the reported difficulty and subsequent treatment appear to be related to circumstances of the procedure. The reported ¿the suture was also removed,¿ likely indicates a suture retrieval issue or a friable vessel based on the operational circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.